Event description:
It was reported that balloon rupture occurred. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient is in good condition.